Event description:
It was reported that multiple intermittent occlusion alarms occurred. This issue caused the customer's blood glucose to exceed normal levels, with the continuous glucose monitor (cgm) displaying "high," though the specific value was unknown. To address the high blood glucose, the customer used a correction injection via multiple daily injections (mdi). Reportedly, the customer was using cold insulin in the cartridge. The customer was educated on the proper load techniques. Reportedly, the customer resumed insulin to resolve the issue.